Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). Investigation summary: bd had not received samples, but 10 photos were provided for investigation. The photos were reviewed and the indicated failure modes for missing label and damaged label was observed: evaluation of the photos indicated 1 shelf pack with missing label and other shelf packs with torn labels. Additionally, 2 retained shelf packs from bd inventory were visually inspected and no label issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing label and torn label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 1shelf pack had no label. It was also reported that 3 shelf packs had torn labels. There was no health impact or consequences reported.